Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed an "ECG disabled" message and the display was frozen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed an "ECG disabled" message, display was frozen and failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation- the device was returned to zoll medical corporation for evaluation. The customer's report of "ECG disabled message" was duplicated and the analog board was replaced to resolve the report. The report of "unable to discharge" and "display freezes" were not observed during review of the device data logs and initial testing. The device was put through extensive testing including full functional testing and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.